Event description:
A malfunction alarm was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. Technical support advised the customer to continue using the pump and to call back if the issue arises again.